Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. On (B)(6) 2021, the patient's parent reported that their son felt sick, unwell, and experienced high blood glucose levels due to possible bent cannula. On (B)(6) 2021, the infusion set was last changed and, on that day, only he was admitted to the hospital where he was administered insulin drip intravenously. Currently, the patient was still at the hospital, on the date of this report (B)(6) 2021. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.